Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had continuous failures with the drawers and tower doors. The nursing staff reported that both of their pyxis devices had been experiencing issues for several months, requiring constant reboots due to multiple drawers or cabinets not opening properly. Despite repeated rebooting and pocket recoveries, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch assembly had oxidation build up on the micro switch. A field service engineer (fse) powered down the system and followed all safety/esd procedures, removed the faulty latch assembly and installed a new replacement unit, ensured proper wire routing, verified that all harness connections were secure and free of pinch points, and reassembled the latch column while securing all mounting hardware. The fse verified proper door operation through system controls, confirmed smooth spring assisted opening, validated correct micro switch signals, confirmed solenoid resistance was within range, and completed multiple cycles with no issues. Additionally, follow up was done to receive the information regarding the drawer failures but didn't receive response from the fse and fse manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had continuous failures with the drawers and tower doors. The nursing staff reported that both of their pyxis devices had been experiencing issues for several months, requiring constant reboots due to multiple drawers or cabinets not opening properly. Despite repeated rebooting and pocket recoveries, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.